Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior fusion surgery at t5-l3, for the treatment of vertebral fractures at t11, t12 and t7 levels. Post-operatively, on an unknown date, the most cranial vertebral body and its above vertebral body were fractured and paralysis occurred in all of its part. Removal(revision) surgery was performed due to suspected infection and occurence of paralysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.